Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including device details, has been requested, and if received, will be provided in a supplemental report upon completion of this investigation. Device manufacturing records will be reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 7 years and 9 months. Reason for revision unknown.